Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed the reader camera alignment and optics adjustments. The customer ran controls which performed to specification. Repairs have returned this instrument to expected operation. (B)(4)

Event description:
The customer states that the ortho provue missed an antibody that was detected in manual gel. No erroneous results were reported as a result of this incident. There was no harm to any patient.